Event description:
It was reported that the device needed calibration and some of the knobs were missing. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d4: UDI updated - (B)(4). H6: evaluation codes updated device evaluation: one device was received. A visual inspection found that the front panel has a significant bend and the vrv knobs are missing. During the functional testing, it was found that the manometer is very misaligned inside the alarm bezel. The electronic alarms are also inoperative. The cause of the issues was found to be an impact to the device. The front panel was replaced as well as the missing demand and vrv knobs, faulty alarm reed, MRI-compatible battery, sintered filter, washer and o-rings and readjusted the microswitch cam. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.